Event description:
Pt found to have bacteremia with gpc and elevated white blood cell count at 17.2. Blood culture showed gram positive cocci -gpc- and enterococcus species. Pt started on antibiotics.